Event description:
Failed no sensor (device issue). No adverse event. This initial device report was received on (B)(6) 2014 from a respiratory therapist (rt) in the united stated who called to speak with ikaria technical services regarding a device issue with inomax dsir # (B)(4). The device was in use on a pt at the time of the device issue with no harm to the pt reported. On (B)(6) 2014 the rt explained the dsir #(B)(4) had an no cell failure with multiple failed low and high no calibrations. No other alarms were reported prior to the no cell failure. The pt was no an avea ventilator with the following settings: fio2 at 50%, pressure regulated volume control (prvc), rate of 14, tidal volume 450, positive end-expiratory pressure (peep) at 4 cm h2o. Inomax dsir# (B)(4) was switched out, removed from service and returned to ikaria for service eval. Investigational results were received on (B)(4) 2015. Comment (B)(4) 2015: this device case did not result in an adverse event; however, it is being reported because a similar device issue occurred in the past that result in a serious adverse event (refer to MDR 3004531588-2013-00022).

Manufacturer narrative:
Device issue with inomax dsir# (B)(4) ((B)(4)). The device investigation was completed on (B)(4)2015. Device was returned to the MFR for service investigation. The ikaria regional service ctr (rsc) review of the service log confirmed the reported complaint of a failed low no (nitric oxide) cell calibration with high point counts: 1191 and low point counts: 1809. The failed low no cell calibration is immediately followed by a failed no cell alarm. Service log review also shows that a delivery failure alarm (which was not reported) occurred prior to the low no cell calibration. Elevated low point counts during the calibration are consistent with the misbehaving no cell with the elevated counts possibly contributing to the delivery failure that occurred prior to the failed low calibration. The service log review does not confirm the reported complaint of a failed high no cell calibration but does reveal a device aborted high no cell calibration. The rsc also experienced the reported complaints of a failed no cell alarm, failed low no cell calibration alarm and failed high no cell calibration alarm. The rsc replaced the no cell. A full functional test was performed and the device operated according to specifications so it was returned to the device service pool. The root cause for this incident is a no calibration low counts above maximum. The condition will be tracked and trended under ikaria's quality system. This case did not result in an adverse event; however, it is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR 3004531588-2013-00022).